Manufacturer narrative:
Review of complaint records indicate no similar problems reported with this lot of cartridges. Review of device history record indicates that this cartridge lot was released having met all quality acceptance criteria. All cartridges are 100% leak tested during mfg process. Further investigation is pending return of the device for eval.

Event description:
Approx 70 minutes into a routine hemodialysis treatment, the pt became pale and started vomiting, a 200 cc saline bolus was administered; systolic blood pressure after bolus was 50. At the same time fluid was observed under the cycler, treatment was discontinued and blood was rinsed back and the pt was given 100 cc fluid po. Nurse reported suspecting a leak in the cartridge. The pt's dry weight net uf treatment goal was 0.4 kg. Cycler reported 0.1 kg uf removed during shortened treatment. Actual net fluid removal post treatment was 0.8 kg based upon pt pre and post weights. Pt symptoms resolved and no further need for medical intervention was reported.